Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transcatheter aortic valve replacement (tavr) with a sapien 3 valve by transfemoral approach, during valve deployment, the balloon ruptured.

Event description:
As reported from our affiliates in poland, at the implant with a 26mm sapien 3 valve in the aortic position, without bav, during valve deployment (with 1 extra cc volume), the delivery system balloon burst. The valve was not fully deployed (90%) and dropped to the left ventricular outflow tract (lvot). The whole system together with the torn balloon was simultaneously removed with great difficulty and upon removal, a fragment of the inner iliac artery was noted.  A reconstruction of the artery was performed. The valve position was too ventricular and a second 29 mm sapien 3 valve was implanted successfully into the distal part of the first valve (viv).the patient is in good shape and reports total resolution of exercise discomfort and angina pain.  Per report, some tools were used to remove the balloon cover. After removal, the balloon was completely ¿torn and rolled¿ because of the difficulties of putting it back into the sheath.

Manufacturer narrative:
Changes to eventand other relevant history:  this is one of two manufacturer reports being submitted for this case.  2015691-2019-01215. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary.  A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. The device was not returned for evaluation as it was discarded by the site.  In this case, the cause of the balloon burst cannot be confirmed.  However, it is likely that patient factors (severe calcification of non-coronary and right coronary leaflets, the left leaflet was of the strange shape) caused or contributed to the balloon burst resulting in withdrawal issues with subsequent iliac artery dissection. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.